Manufacturer narrative:
The transmitter was returned to animas and evaluated by product analysis on 08/12/2016 with the following results: cgm transmitter was placed on the walkabout box; the transmitter was paired with a test pump correctly. Bg value was set to 120 mg/dl. The pump alarmed with ¿transmitter out of range¿ before 2hrs elapsed. A discharged transmitter battery failure is determined.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging transmitter out of range alerts (cs 206) were received for more than 15 minutes. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the interruption of the continuous glucose monitor data stream may cause the user to miss their blood glucose (bg) trending and thus fail to react to any potential bg excursions.